Event description:
During an atrial fibrillation ablation procedure, skiving was noted. The needle and introducer were prepped, with no reshaping of needle performed. The needle with stylet was advanced up the dilator and transseptal puncture was performed. The needle was aspirated and small plastic shavings were noted. The procedure was completed without patient complications.

Manufacturer narrative:
One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and a sheath from inventory. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.